Event description:
A review of a literature article, ¿a comparative analysis of surgical results: the hinotori robotic system versus the da vinci surgical system in simple hysterectomy for benign uterine diseases,¿ was performed. A retrospective analysis was conducted on 40 patients who underwent simple hysterectomy (sh) for benign disease between 2017 and 2024. The article noted that during a da vinci xi surgery, there was one case of intraoperative bladder injury in the da vinci surgical system (dvss) cohort, which was successfully addressed during surgery. There was one postoperative complication of a pelvic infection that resulted in delayed recovery and required extended hospitalization (21 days). The infection was successfully managed with intravenous antibiotic therapy without the need for surgical intervention. The authors concluded that the hinotori offers an effective and safe alternative for robotic-assisted sh in benign uterine conditions; although set-up times were longer, its shorter hospital stays offer potential benefits. Per the author, there were no da vinci device malfunctions and the da vinci products did not cause or contribute to any adverse events.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive was 16-october-2025. Citation: togami, s., nozomi, f., nagata, c., mizuno, m., & kobayashi, h. (2025). A comparative analysis of surgical results: the hinotori robotic system versus the da vinci surgical system in simple hysterectomy for benign uterine diseases. Cureus. Https://doi.org/10.7759/cureus.78975.